Event description:
A possible connection issue with the crt-d. The rv lead had high and undefined pace/sense impedance measurement. Lead and port were thoroughly clean, reconnected and no capture was observed. Note that there is an impedance measurement for the svc coil, while this lead does not have any svc coil. This can only be explained by blood ingress on the connector or inside the connector block, bad insertion or an insulation defect between for instance the svc and rv. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).